Event description:
Note: this report pertains to the first of three device malfunctions reported to occur during the same procedure. Refer to associated MFR report #3005099803-2009-xxxxx and 3005099803-2009-xxxxx for a description of the other events. It was reported to boston scientific corp. In early 2009, that a resolution clip device was used during a colonoscopy with biopsy and polypectomy procedure. According to the complainant, during the procedure on a very large polyp, a clip was requested to be used to clip off an artery. When the clip was deployed, it closed and immediately fell off inside the patient's colon. The clip was not removed. They tried a second clip which worked successfully. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.